Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. Correction number: 1627487-12192011-003-r.

Event description:
It was reported the patient observed communication errors and a low battery warning on the patient programmer despite charging the ipg for several hours. A replacement patient programmer and charging system were issued to the patient. The manufacturer has attempted to obtain a status update regarding the next course of action for this patient; however, no further information is available at this time.